Event description:
It was reported that the device displayed early elective replacement indicator. The patient claimed that the system delivered 81 shocks four days after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device displayed early elective replacement indicator. The patient claimed that the system delivered 81 shocks four days after implant. It was further reported that the shocks were due to atrial fibrillation with rapid ventricular response. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the device displayed early elective replacement indicator. The patient claimed that the system delivered 81 shocks four days after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2011 it was further reported that the shocks were due to atrial fibrillation with rapid ventricular response.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.